Event description:
A (B)(6) male patient contacted zoll customer support to report that there was liquid underneath the charger and did not know if it was water or if it was coming from the charger itself. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (liquid on battery charger) has been confirmed. As received, the battery charger would not power on. The cause of the inability to power on is contamination inside the battery charger. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated battery charger. The patient received a replacement battery charger.